Event description:
String came out of tampon leaving it inside, had to go to the doctors and have it removed [foreign body in reproductive tract]. Pulled tampon string to remove, the string came out of the tampon, leaving it inside / tampon left inside vagina when pulled on string [complication of device removal]. String came out of the tampon [device breakage]. Consumer contacted via e-mail and stated that she pulled the string to remove the tampon and the string came out, leaving the tampon inside. No serious injury was reported.

Manufacturer narrative:
05-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String came out of tampon leaving it inside, had to go to the doctors and have it removed [foreign body in reproductive tract]. Pulled tampon string to remove, the string came out of the tampon, leaving it inside / tampon left inside vagina when pulled on string [complication of device removal]. String came out of the tampon [device breakage]. Consumer contacted via e-mail and stated that she pulled the string to remove the tampon and the string came out, leaving the tampon inside. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came out of tampon leaving it inside, had to go to the doctors and have it removed [foreign body in reproductive tract]. Pulled tampon string to remove, the string came out of the tampon, leaving it inside [complication of device removal]. String came out of the tampon [device breakage]. Consumer contacted via e-mail and stated that she pulled the string to remove the tampon and the string came out, leaving the tampon inside. No serious injury was reported.